Event description:
Infusion pump with a 715:00 failure. Although attempts were made by baxter's quality management to obtain add'l info from the reporting facility, details were not available regarding pt status, medical intervention, pt injury, age of pt, medication involved or the set up of the infusion device.